Event description:
Clinic notes were received indicating that the vns patient had postoperative left vocal cord paralysis following re-implant surgery on (B)(6) 2014. The patient¿s voice was gradually improving but not back to baseline. The patient had severe post-operative complications following re-implant surgery that were slowly getting better. Attempts for additional relevant information have been unsuccessful to date.